Event description:
Report received from the USA stating that during sterile processing the attachment device was found to have a ¿broken tip.¿ the device was not being used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the protective foot and back post was drilled into and broken off. Evidence indicated this was due to misuse, usage/wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).